Manufacturer narrative:
Updated fields: (device available for eval, return to manufacture date), (type of investigation, investigation findings, component codes and investigation conclusions). Additional contact information: (name - (B)(6) occupation - biomed). A getinge field service engineer (fse) said that he unable to replicate issue but upon initially testing unit with testing catheter and trainer, successfully completed a simulated treatment without issue. Fse identified however, codes 111, 112, 118 (video wdt), and 137 in the logs, pointing towards a connection lost between the executive processor and video generator board. Other than that, unit fully functional. Fse replaced kit, display monitor to video gen board. Reinstalled sw b.17. Post board replacement, successfully completed a simulated treatment with testing catheter and simulator without issue. Unit was due for safety and tidal disk replacement, as scheduled maintenance. Replaced safety disk at 6,000,000 cycle interval. Replaced tidal disk at 12,000,000 cycle interval. Unit calibrated and passed all functional and safety tests per factory specifications. Unit cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the parts associated with this complaint: kit (display monitor to video gen. Board), htc video gen. Board(part of kit), _swemco upper display monitor board(part of kit), _mwts cable assy. (Part of kit). These parts were received with a reported unit failure message of unit shut down and found codes 111, 112, 118, 137 in logs. Performed visual inspection of these parts received and parts look to be in good condition. The fat dept. Pumped the unit for 3 hours and could not verify the failure message of unit shut down and could not observe code 111, 112, 118 and 137. All parts passed testing. Retaining all parts in the fat dept. As per procedure 0002-07-d008 rev ap. Htc video gen. Board(part of kit) is old part and no longer available and this is the reason the fat dept. Cannot be send back to the supplier for further analysis. Upper display monitor board(part of kit) the new supplier escatec will no longer accept swemco boards back for analysis. Further analysis is not possible. The non-conformances with the returned components were not confirmed. However, the root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shut off during use on patient. The users recycled the power and the unit turned on normally without issue but they opted to swap out the console to continue treatment. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).